Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2022 the patient was taken to the operating room for heartmate 3 implant. The patient also received the protek duo with oxygenator for right ventricular dysfunction. The patient's coagulopathy was corrected with a large volume transfusion on post operative day 0. High dose vasopressors were also required. Heparin drip was started on (B)(6) 2022. Bivad support was functioning well so epinephrine and inhaled flolan (epoprostenol sodium) were stopped. The patient was extubated on (B)(6) 2022. Confusion/delirium assessment was positive but the patient was following commands and moving all extremities. The patient again required transfusions from (B)(6) 2022. Heparin was held and computed tomography (CT) c/a/p showed large right retroperitoneal hematoma. There was no extravasation source and or renal artery dissection. Interventional radiology was consulted but did not feel that the patient was a candidate for intervention at the time. Heparin anticoagulation and aspirin (acetylsalicylic acid) stopped because of bleeding. The patient was then started on bacteriostatic antibiotics (vancomycin/cefazolin/ flagyl (metronidazole)) and pan cultured on (B)(6) 2022 which were negative to date. The patient tolerated right ventricular assist device (rvad) weaning while on dobutamine, vasopressin, and norepinephrine, with decannulation on (B)(6) 2022. While the patient was on vasopressors, worsening left upper extremity and bilateral lower extremity led to vascular surgery consult. Arterial ultrasound of the left upper extremity without stenosis and bilateral upper extremity of venous doppler showed an unchanged non-occlusive right internal jugular, right axillary and left sub clavian deep vein thrombosis. No acute vascular surgical intervention was required at that time per vascular time. After starting continuous renal replacement therapy (crrt) after decannulation, fluid removal was tolerated at first however, the patient began requiring high dose vasopressors and was unable to tolerate crrt. The patient was also re-intubated on (B)(6) 2022 due to delirium. Crrt clotted on (B)(6) 2022 and the patient quickly developed a fever while on bacteriostatic antibiotics. Despite maximal medical treatment with no improvements, the family transitioned the patient to comfort care and the patient died peacefully with his family at his bedside.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Right heart failure, bleeding, renal dysfunction, peripheral thromboembolism, and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 1 of the IFU, ¿introduction¿, lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including rvad placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump". Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 also lists thromboembolisms as a potential late post-implant complication. No further information was provided. The manufacturer is closing the file on this event.